Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire break.

Event description:
It was reported that during a ureteroscopy procedure, a sensor wire was being handled by the surgeon when the core wire broke off. The guidewire break occurred prior to patient use. No patient complications were reported.